Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump alarmed to replace the battery. The reporter allegedly changed the battery, however the pump continued to alarm for a low battery. It was also reported that the battery cap was changed and the replace battery and low battery alarms recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump¿s history revealed multiple replace-battery alarms and installation of partially discharged batteries prior to the complaint date. Evaluation revealed no damage or cracks with the battery compartment; moisture was observed within the battery compartment and on the underside of the battery cap. The battery cap¿s threads were observed to be damaged; the battery cap was unable to properly secure to the pump and a power loss was observed. A test battery cap was used for further testing. Current draws were found to be within specification. No damage or defect was observed with the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.